Manufacturer narrative:
Device evaluation::the reported issue of delta p alarming was not verified during service. Service technician tested device for 30 minutes with no fault. Repair on the vitalflow device will not be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a vitalflow console instrument, it was reported that during an ECMO case, the delta p was alarming. When the nurse pressed the screen to adjust the parameters the screen went blank and rebooted. The rpms and flow were not impacted and flow to the patient was not impacted. The screen rebooted and came back to the normal operation screen. Checked connections and everything looked normal, the unit was plugged into the cart power strip along with one other instrument. The strip was plugged to the wall. The heater cooler was not plugged into the strip but directly to the wall. The unit is still being used and has not repeated the issue. Customer pulled the codes from the usb and it showed code e70. The instrument was used to complete the procedure. There was no adverse patient effect associated with this event.